Event description:
It was reported the ipg was end of life due to using tonic. As such, surgical intervention was undertaken where the ipg was replaced, and therapy was restored.

Manufacturer narrative:
B3-date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.